Event description:
It was reported that this right ventricular (rv) defibrillator lead was surgically abandoned due to high thresholds and high out of range pace impedance measurements greater than 2000 ohms. Subsequently, the lead was successfully replaced with a boston scientific lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).